Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Electrical continuity testing was performed and passed. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy with bso procedure, the fenestrated bipolar forceps instrument had a broken wire. They put it in, noticed it wasn't working correctly and pulled it out. The wire was broken at the jaw end. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.